Event description:
It was reported that the patient was hospitalized for ongoing shortness of breath and lack of energy. It was found that the right ventricular (rv) lead was experiencing high, out of range impedance, no capture, and undersensing. Chest x-ray showed the rv lead to lie in the right ventricle not consistent with routine or traditional fixation position for apex or septum. Also, the right atrial (ra) lead was experiencing intermittent capture and undersensing as it was unable to measure p waves. The ventricular lead was inactivated and subsequently both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (Cont.) P1501dr implantable pulse generator (ipg) implanted: 2006-(B)(6), 5076 implantable pacing lead implanted: 2006-(B)(6). (B)(4).